Event description:
It was reported that after a percutaneous peripheral interventional procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was present on the needle. The device was removed over a guide wire and a second proglide device was attempted, but when the needle plunger was removed only the white link was present on the needle. A surgical cutdown was performed which revealed calcified plaque was present at the access site and the vessel was frail. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The proglide device was reportedly deployed in a heavily calcified common femoral artery and the patient was reportedly morbidly obese with a deep tissue tract. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site and in patient populations who are morbidly obese with a body mass index greater than 35 kg/m2 and where less than one third of the access site is above the skin line. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. A followup report will be sent with all additional information.

Manufacturer narrative:
(B)(4).